Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r. Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient, who's undergone breast augmentation with two 310cc mentor smooth round high profile saline breast prostheses, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. They were diagnosed during an in-office visit. As a result, the patient has been scheduled for bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.